Event description:
A ventilator was returned to the distributor for service. During initial evaluation of the device at the distributor, a ventilator service required error code and internal battery fault error code were found in the device's error log. There is no documentation of what needs to be replaced to address the issue. Additionally, in the additional findings section of the evaluation a trilogy flow sensor assy was listed with no further details. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted if the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During the device evaluation at a third party service center, a ventilator service required error code and internal battery fault error code were found in the device's error log. The service technician notes that a trilogy flow sensor assy was replaced. A final report is being submitted. If new information becomes available following further evaluation that changes the outcome of the investigation and associated medical device reporting, a supplemental report will be completed. This report is being submitted to correct the previously reported date due to 05/14/2026. The reported internal battery fault error is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During the device evaluation at a third party service center, a ventilator service required error code and internal battery fault error code were found in the device's error log. The service technician notes that a trilogy flow sensor assy was replaced. No further information has been provided. If any additional information becomes available, a supplemental report will be filed.